Event description:
The customer reported that the ac led was not lit.

Manufacturer narrative:
(B)(4): the customer reported that the ac led was not lit. The unit was evaluated locally, and it was repaired by replacing the power supply. The unit passed all post-service testing and was returned to the customer.